Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a revision procedure in which the physician explanted the deep brain stimulation (dbs) r16 implantable pulse generator (ipg) with an r32 ipg for the purpose of adding a third lead to help further control the patients tremor. Therefore, the ipg was replaced, and a third lead was implanted. There was no device malfunction suspected. The explanted ipg will not be returned as it was retained by the facility. The patient was doing fine postoperatively.